Event description:
The device was received for svc with the report that the unit turns on and off by itself. No pt injury has been reported. Info was not provided regarding whether or not the device was in use on a pt when the reported situation occurred. No add'l details are available.